Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device failed to deliver the shock. The fse evaluated the device onsite and determined that the system did not deliver the shock because the paddles were incorrectly placed. After repositioning the paddles correctly, the issue was resolved, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is required at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. After correctly placing the paddles, the issue was resolved, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.